Event description:
A customer reported to beckman coulter, inc. (Bec) the presence of a leak inside unicel dxh 800 coulter cellular analysis system. The probe waste chamber had blood and diluent while operating and clenz (cleaner) at shutdown. The customer was wearing ppe including gloves, lab coat, and eye protection at the time of the event. There was no report of exposure to mucous membrane or open wounds, and no one sought medical attention. Msds was not reviewed, but is readily available. The facility has exposure control plan. There was no death, injury, impact to patient results or treatment attributed or connected to this complaint.

Manufacturer narrative:
The field service engineer (fse) observed a leak at fitting 6 of drain manifold for vc340. The fse tightened the loose fitting and verified integrity of seal. There was no further evidence of leaking. Repairs were verified per established procedures. The results met published performance specifications. Root cause for the leak was a loose fitting at the drain manifold for the probe waste chamber. (B)(4).